Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Unable to verify unexpected restart alarm due to blank display. Insulin pump received with corroded motor home switch. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was 152 mg/dl. Device had a blank display. Device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.